Manufacturer narrative:
Return of device initiated.

Event description:
On (B)(6) 2026: biomed phoned technical services (ts) to report an afinion instrument as100 on behalf of the end user as it was reported to them that their afinion analyzer sparked.